Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery the dermatome caused a full thickness injury to the leg of the patient. The surgeon had to stitch to close the area, causing additional scarring of the patient. There was no delay to the procedure. Due diligence is in process. No new information has been received. No additional consequences have been reported as a result of this malfunction.

Event description:
Due diligence is complete and no additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001526350-2024-00153. Review of the most recent repair record determined the torque for the thickness control lever was loose. The vespel and semi-circle bearings were replaced and resolved the issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.